Manufacturer narrative:
Philips investigated this complaint. A philips field service engineer (fse) inspected the system on site and confirmed that flexarm cover had come loose and fallen. The fse identified a loose arm spring, secured it. After which, the system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the arm cover was loose and dropped. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.